Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hypoglycemia described as constant lows while using the ilet system, with the medical device problem and device component unspecified due to insufficient information. Symptoms included hypoglycemia with clinical details not further characterized. Outcomes included impacts that were not further characterized. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings and the available information about any device problem or specific component was insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.